Manufacturer narrative:
Resubmitting this MDR that was originally submitted on (B)(6) 2015, as I inadvertently submitted it via our test gateway account, instead of the production gateway account.

Event description:
End user's mother called saying the 2nd replacement we sent her wasn't working, same as the 1st one, doesn't power on. A few days after she received it and it stopped working her child got pneumonia and had to go into the hospital.